Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set tubing was leaking at site. No further information available.

Manufacturer narrative:
(B)(6).